Event description:
It was reported that the patient received inappropriate shocks and presented to the emergency room. The sensing integrity counter (sic) was high and there was high impedance on the right ventricular (rv) lead. A lead integrity alert (lia) triggered. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.